Manufacturer narrative:
The device was returned to olympus for evaluation/repair. The customer¿s allegation was confirmed, to be due to a faulty cable. Additional non-reportable findings found the cable unit was bloated. The device return receipt date is not available at this time. This investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that during preparation for the case, the camera head had no image on the hd autoclavable camera head. The device was not used in the procedure. The field service engineer (fse) was contacted for support, and made an onsite visit and found the same reported issue. The device was taken for repair. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d9. Based on the results of the investigation, cable failure was observed. Therefore, it was determined that the video function did not work properly due to the cable failure and the phenomenon of ¿no images¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.